Event description:
It was reported during af ablation the sideport detached. There was no pt injury reported.

Manufacturer narrative:
St jude medical is awaiting device receipt. Once the investigation has been completed, a f/u report will be submitted.